Manufacturer narrative:
(B)(4). MFR reports #2245578-2011-00162, and #2245578-2011-00171 through 2245578-2011-00183 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has resolved the issue.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.10 ng/ml on a patient. I-stat results (ng/ml): (B)(6) 2011, 2:10, collection. (B)(6) 2011, 2:27, testing with result of 0.10. (B)(6) 2011, 3:42, 90 minute collection. (B)(6) 2011, unknown 90 minute testing with result of <0.01. No repeat testing performed. No lab test performed. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.